Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous superficial femoral artery that is 90% stenosed. A 6.0 x 150 mm absolute pro ll self-expanding stent (ses) was advanced over a 0.035 guidewire. The thumbwheel of the absolute pro ll ses would not move and the stent failed to completely deploy. A new 6.0x150mm absolute pro ll ses was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified the stent was partially deployed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. The investigation determined the noted deployment related issues appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.